Event description:
It was reported that the r wave amplitude had decreased and there was no capture. X-ray revealed that the lead had dislodged. When repositioning was unsuccessful, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.